Manufacturer narrative:
Upon return to the customer site, the fse noted a preventative minor was due on the instruments. The fse completed a preventative maintenance and ran a passing high sensitivity system check and 20 replicate precision run. Associated mdrs: 2122870-2014-00708 2122870-2014-00718.

Event description:
The customer reported obtaining non-reproducible troponin (accutni+3) results on an access 2 immunoassay system for 6 patients on (B)(6) 2014. The customer stated that the results were not reported out of the laboratory and there was no change or impact to patient treatment. After obtaining the non-reproducible results, the customer ran a system check which failed the washed, washed percent coefficient of variation (%cv) and wash efficiency portions. A beckman coulter (bec) field service engineer (fse) was on site on (B)(4) 2014 to evaluate the instrument. The fse verified the volume checks and aspiration, ultrasonics and pipettor temperature. The fse adjusted the pipettor temperature one degree higher; and performed a passing system check, recalibrated accutni+3 and performed a 3 replicate precision run. The fse planned to return on (B)(4) 2014 to complete the verification testing. Prior to the fse's return, the customer obtained non-reproducible troponin and creatine kinase mb (ck-mb) results for two (2) patients on (B)(6), 2014. One patient result was reported out of the laboratory and an amended report was later released. The customer was not aware of any change or impact to patient treatment. This report is related to results generated on (B)(6) 2014. Results generated on september (B)(4) 2014. Samples were drawn in lithium heparin tubes and were centrifuged for five (5) minutes at 3500 rotations per minute (rpm).